Event description:
It was reported that the patient recovered from having the device removed. The burning sensation is ¿pretty well gone.¿ it was reported that the patient still had the same back pain symptoms before the stimulator.

Event description:
It was reported that the patient had a burning sensation up his back that began about a year after having the device. A manufacturer¿s representative (rep) tried reprogramming it and it didn¿t help. The patient ended up turning stimulation off and the patient reported having their system explanted about four months prior to the report but it was actually explanted on (B)(6) 2013. It was noted the patient was fired from his healthcare provider (hcp) because he ran out of hydrocodone four days prior to the refill and was having difficulties finding a doctor. Information was received from the hcp that stated there was not a 50% or greater symptom reduction. When the patient saw the hcp on (B)(6) 2013 he stated his low back was hurting and he was having pain shooting down his left leg to his knee. The patient was having the system removed because, he didn¿t like the way it felt and it was hurting him. The patient had lumbar paraspinal tenderness. The battery site had no signs of infection, had clear skin, was tender to palpation, and had no erythema. The system was explanted on (B)(6) 2013 with no complications during the procedure. The patient was instructed to complete his course of oral antibiotics and follow-up in the office one week after surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_recharger_acc, serial# unknown; product type recharger product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).